Manufacturer narrative:
The oxygen gas module which regulates the inspiratory oxygen gas flow to the patient was replaced during on-site troubleshooting to correct to the reported flow transducer sub-test failure. The oxygen gas module was returned for investigation. The reported failure was not reproduced during simulated-use testing in a reference ventilator. Performed pre-use checks tests passed, and no alarms were generated during ventilation testing. The failure was confirmed in the received device logs, this showed that the flow transducer sub-test had failed since the oxygen gas module had an unexpected flow during zeroing. This failure is considered to be related to the zeroing of the gas module which is done during pre-use checks tests and would not have an impact on on-going ventilation. This is an intermittent failure, which might occur, due to a short zeroing time during pre-use checks tests. The zeroing time during the pre-use checks tests has been adjusted in later software versions. Our conclusion is, that the returned oxygen gas module is faultless and the reported failure was software related.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the flow transducer sub-test during the pre-use checks. There was no patient involvement reported. (B)(4).